Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. After valve deployment with nominal volume, blood pressure crashed and patient went into pea cardiac arrest. Echo showed pericardial effusion and a pericardial drain was inserted. 700ml were drained with 300ml auto-transfused. Return of spontaneous circulation (rosc) was achieved after x4 cycles of CPR, 1mg atropine and 2x 1mg adrenaline. Aortogram post deployment was repeated showing clear evidence of annular rupture. Due to patient age and liver disease, the patient was not a candidate for surgery and was transferred with 40-50mmhg of blood pressure and agonal breathing to the cath lab where they passed away. As per medical opinion, the root cause of the event might have been an annulus area of 544mm2 - 580mm2 and lvot of 528mm2 with the presence of protruding annular and lvot calcium. The team felt that for this case they could have considered a 26mm s3ur valve rather than a 29mm s3ur (there may have been a degree of oversizing) or considered a self-expandable valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (patient age, liver disease, annulus area of 544mm2 - 580mm2 and lvot of 528mm2 with presence of protruding annular and lvot calcium) and/or procedural factors (possible valve oversizing) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.